Manufacturer narrative:
The device was explanted due to a reported performance decrement. Analysis revealed damaged wires along the helix section of the electrode lead. This report is filed on august 26, 2019.

Manufacturer narrative:
This report is submitted on june 14, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019, and the patient was reimplanted with a new device during the same surgery.